Event description:
It was reported to manufacturer that the sites hand held screen was continually freezing following successful interrogations. Reseating the flashcard would temporarily resolve the freezing screen; however, the site requested that a new device be sent to replace the non-working device. The non-working device has been returned to manufacturer and analysis is underway.